Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 40. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
No unexpected iop readback error alarms were noted. However, the pump was received with a critical pump error and a pump error 40 was present in the format history file due to a motor flex cable not being plugged in properly. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window and a pillowing keypad overlay.